Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user¿s freestyle libre 3+ sensor was nearing expiration, a new sensor was applied, and the sensor was scanned through the ilet app; the initial pairing appeared successful, but the device later remained in pairing mode until a rescan initiated warmup and pairing was restored. Investigation included guided user troubleshooting and education, including rescanning the sensor via the ilet application. Investigation of this case revealed a temporary pairing failure that resolved with a rescan, consistent with transient connectivity or setup issues; no device hardware component malfunction was identified. Symptoms included no adverse clinical effects. Outcomes included resolution after troubleshooting, without medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was user interface or setup error and transient communication behavior.